Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was 3.3 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during prime test due to moisture damage on force sensor. The insulin pump was received with minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.